Event description:
On (B)(6) 2024, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone toric rao610t. The event description provided states that injection was difficult and that immediately following implantation into the eye the lens optic was found to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that injection was difficult and that immediately following implantation into the eye the lens optic was found to be cracked necessitating lens explantation and exchange. The device was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The reporter has stated that the lens became stuck and the nozzle of the injector also split. The additional information received identifies that there was resistance during injection. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The delivery of a damaged lens into the eye is likely a contributory factor of the user continuing injection at the point the lens became trapped, this hypotheisis is further supported by the report of the nozzle spliting, which is likely an artefact of a build-up of pressure as a direct result of continuing to depress the plunger, against the recommendation of the IFU. Our review of production records for the rayone toric rao610t batch 063217095 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 063217095.